Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event cannot be conclusively determined at this time. A review of the instrument history revealed that the device was last serviced on january 20, 2015. As part of our investigation with this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. If additional information is received or the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that the device culture from the elevator mechanism tested positive for unspecified microorganism twice. There was no patient infection associated with this report.

Manufacturer narrative:
The ess visited the facility on 02/16/2016 to provide an in-service. The ess did not observe any reprocessing deviations during the in-service. The device was sent to an independent laboratory for microbiology testing. The device tested positive for acinetobacter genomospecies and staphylococcus warneri. The scope was then returned to olympus for evaluation. A visual examination could not find any signs of foreign material/substance within the channels. The device was leak tested and passed with no leaks observed. Discoloration was observed on the insertion tube markings and objective glue lens. This discoloration is due to chemical damage from reprocessing. The instruction manual contains several warning statements in an effort to prevent damage. "The endoscope and accessories are compatible with several methods of reprocessing. However, not all reprocessing methods are compatible with all endoscopes and all accessories. Reprocessing with incompatible methods can cause equipment damage even if the number of reprocessing cycles is small. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and infection."